Event description:
It was reported the patient had to go the emergency room (ER) due to pain at the infusion site while wearing the pod. As treatment, the patient was prescribed prednisone.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and pain. No lot release records were reviewed, as the product lot number was not provided.